Event description:
It was reported that the patient received a shock and then 4 days after there are non-sustained tachycardia (nst) episodes with oversensing. Ventricular oversensing and undersensing during the nst episode was noted along with atrial undersensing. Follow-up to gather more information was attempted but no further information about the event was received. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.